Event description:
Failed patella implant. Implanted on 1989, removed on 12/20/96. Fracture of polyethlene part of patella found with rubbing of metal backed patella on the femur - wide spread synovitis also noted.